Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush fell into mouth during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the oral-b brushhead, version unknown fell into his/her mouth. The consumer reported he/she had used the oral-b toothbrush since 2011. No symptoms developed. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the product logo dis not come off when scratched. No symptoms developed. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush fell into mouth during brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 18-may-2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the oral-b brush head, version unknown fell into his/her mouth. The consumer reported he/she had used the oral-b toothbrush since 2011. No symptoms developed. No further information was provided. On 08-jun-2017 consumer follow-up via e-mail: the consumer reported the product logo did not come off when scratched. No symptoms developed. No further information was provided. On 19-jun-2017 update: the consumer submitted a picture with the initial 18-may-2017 report revealing the product used was an oral-b power oral care refills precision clean.